Manufacturer narrative:
The serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The user medwatch report provided by the customer included multiple serial numbers. However, follow-up communication with the customer regarding a separate incident revealed that the facility does not track which unit is used for a given case, so it is unknown which of the units at the facility was used for the procedure. During this communication, livanova (B)(4) also learned that the units at the facility have tested positive for mycobacterium chimaera (reference medwatch report number 9611109-2016-00217). The customer reported that the units were originally placed inside the operating room during use. However, due to a recent change in procedure, the units are now placed outside the operating room during use. It is unknown when this procedural change was made. The customer also reported that the facility has always followed the disinfection procedure according to the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On april 4th, 2017, livanova (B)(4) received a user medwatch report ((B)(4)) stating that blood cultures taken from a patient who underwent cardiac surgery 1.5 years ago indicated possible non-tuberculous mycobacterium (ntm) infection.